Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the ins is still "not working right" to resolve her symptoms. The patient stated her bladder is still not emptying and she is still having leakage at night (needs to wear a pad). The patient stated she increased last week. The patient increased during the call from 4.9 to 6.9 on p2 and feel comfortable stim in the correct area. The patient initially saw a communicator connection lost screen (because the communicator was plugged into the power supply). On (B)(6) 2020, the patient called back stating that the changes she made when she called on monday have not resolved her issues. The patient stated that she is still not emptying and still leaks at night. On the call, the patient changed from p2 at 6.9v to p3 at 6.1v. It was recommended that they follow up with their healthcare professional if this change does not help with her symptom control. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Additional review indicates this information pertains to manufacturer¿s report 3004209178-2020-03435. If information is provided in the future, a supplemental report will be issued.